Manufacturer narrative:
The device was returned for analysis. The reported material rupture was not confirmed. The reported inflation problem and deflation problem could not be confirmed due to the condition the device was returned for analysis. The reported activation failure and stent dislodgement could not be confirmed as the component was not returned. The reported difficulty to remove could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of death is listed in the xience prime eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. The investigation was unable to confirm the suspected balloon rupture; however, a pinhole size tear on the outer member was identified. A conclusive cause for the reported outer member tear could not be determined; however, factors that may contribute to outer member tears include, but are not limited to shaft damage, interaction with the patient anatomy and/or interaction with device accessories during advancement or retraction. There was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. It appears the noted outer member tear likely caused the reported inflation issues and subsequent activation failure (partial/slow deployment) and deflation issues. During removal of the device it is likely the partially inflated distal portion of the stent interacted with the difficult anatomy causing the reported difficult removal and subsequent stent dislodgement. The patient went into cardiac arrest and the dislodged stent was compressed into the vessel with two xience prime stents. The patient effects of cardiac arrest, device embedded in vessel, and additional therapy/non-surgical treatment appear to be related to operational context of the procedure. Additionally, a cine review was performed by a medical specialist and concluded that the exact cause of death is not clear, but it is possibly related to procedural complication, occlusion or thrombus and patient¿s current medical condition. The 2.75x23 mm xience prime might have secondarily contributed in that it caused delay in the procedure due to inflation and deflation problem causing dislodgement in the left main. The reported patient effect of death is listed in the xience prime eluting coronary stent systems instructions for use, as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The reported patient effects of hypotension and death are listed in the xience prime eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. An analysis of the cine images, on a backdrop of the incident report, shows the following: the initial images show an sds being advanced into the circumflex. The balloon does not appear to inflate uniformly, distal >proximal. This is followed by images showing withdrawal of the sds, but the stent appears to remain in the left main. Subsequently, there are images showing deployment of additional stents in the distal left main and circumflex artery. These images are consistent with successful placement of stents to compress the initial stent that was proximally dislodged. The cause of the cardiac arrest is unclear, but it is possible that a left main occlusion/thrombus, or proximal propagation of a circumflex thrombus was the cause. The main cause of death is cardiac with patient¿s disease burden and the procedural complications in this case also contributed to the outcome of death. As stated above, xience prime might have secondarily contributed in that it caused delay in the procedure due to inflation and deflation problem causing dislodgement in the left main. The patient effects of cardiac arrest, hypotension, treatment with medication, respiratory failure, cardiogenic shock, bradycardia, appear to be related to operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day and follow-up medwatch reports, the following information was received: prior to the procedure, the patient presented with double vessel disease, patent left anterior descending (lad) stent and in-stent restenosis (isr) of a previously implanted stent in the left circumflex artery (lcx). When retracting the 2.75x23 mm xience prime stent delivery system (sds) along with guideliner, the stent was stuck partially in lmca and the rest in aorta. The patient started developing hypotension, inotropes were started. Another wire was passed through the left main coronary artery (lmca) to the lcx and the lmca to the lcx was predilated. A 3.00 x 18mm xience prime stent was deployed. Post stent deployment there was timi iii flow. The patient had bradycardia, hypotension and became restless, CPR was started. The patient was intubated on emergency basis and was connected to a mechanical ventilator. Continuous cycles of CPR were given. Cardiothoracic and vascular surgeons team were called in and the patient was immediately put on a heart-lung machine (ecprecmo v-a) and on intra-aortic balloon pump (iabp) support through the right femoral artery and vein approach. The patient was moved to the cardiothoracic intensive care unit. Despite best efforts with ecpr-ECMO v-a and iabp support, the patient¿s condition deteriorated. The patient went into asystole. The patient was declared dead at 5:10 pm on (B)(6) 2019. The cause of death was coronary artery disease (cad)-effort angina, old inferior-wall myocardial infarction post ptca with stent to rca(2011) & lad(2017) status, double vessel disease, patent lad stent & isr of lcx stent( (B)(6) 2019), post ptca with 2 stents to lcx((B)(6) 2019), sudden cardiac arrest and asystole, cardiogenic shock, moderate left ventricular dysfunction, type 2 dm, hypertension and benign prostatic hyperplasia (bph). No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous and 80% stenosed lesion in the left circumflex coronary artery (lcx). A 2.75x23 mm xience prime stent delivery system (sds) was advanced to the target lesion. On attempted deployment of the stent, irregular inflation of the balloon was noted and only the distal part of the stent expanded. A balloon rupture was suspected. Deflation of the balloon was slow, and blood was observed in the shaft of the sds. On attempted removal of the sds and stent, resistance was noted and the stent dislodged from the balloon into the left main. The patient went into cardiac arrest. Two xience prime stents (3.0x18mm and a 2.5x15mm) were successfully deployed in the left main to the lcx to compress the dislodged stent into the vessel wall. The patient remained very unstable and was placed on a heart-lung machine. The patient died the following day. No additional information was provided.